Manufacturer narrative:
Model: dtbb1d1, crt-d; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that twos continued. There was a lead integrity alert (lia) due to high rate non-sustained episodes and short ventricular intervals, a lead noise warning, pacing impedance spikes, and high undefined pacing impedance. The patient also received inappropriate high voltage therapy due to the oversensing. Detections were turned off and the patient was programmed to only pace and sense in the right atrium. No further patient complications have been reported as a result of this event.